Event description:
A customer in (B)(6) notified biomérieux that they observed non reproducible results when testing a patient¿s sample with vidas tsh 60 tests (ref. 30400, batch 1008935840, expiry date 30-aug-2022). The patient was a pregnant woman, who was not on any specific treatment. The results were the following: result obtained on 19-jul-2021 using vidas tsh 60 tests (unknown batch number but different than 1008935840 ): 0.05 ui/ml result for new sample obtained on (B)(6) 2022 using vidas tsh 60 tests batch 1008935840 : 7.16 ui/ml. This result was preceded by a valid calibration performed on (B)(6) 2022. Result for same sample obtained one week later at external laboratory (method not known): 3.14 and 3.05 ui/ml. Qcv was performed on (B)(6) 2022 and was conform. The customer mentioned that they¿ve checked repeatability on two known sample results, one high and one low and they obtained good repeatability. There was no indication that the issue led to any patient harm. A biomérieux internal investigation will be initiated. Note: reference 30400 is not sold or distributed in the united states. However, there is a similar device, u.s-only product reference, 30400-01.

Manufacturer narrative:
An internal investigation was performed following a notification from a customer from india that they observed non-reproducible results when testing a patient sample with vidas tsh 6- tests (ref. 30400; lot# 1008935840; expiry date 30-aug-2022). Device history record the analysis of the batch history records of vidas tsh lot 1008935840 showed no anomaly during the manufacturing, control and packaging processes. No non-conformity and no capas linked to the customer¿s complaint are recorded on vidas tsh lot 1008935840. Complaint analysis as of the date of the investigation, this is the only complaint on vidas tsh lot 1008935840 for a non-reproducible result. Investigation no sample was returned from the customer. Investigation protocol and obtained results. Study of internal samples control charts: this analysis was carried out : - on 6 internal samples including two samples targeted at <0.11 ui/ml and 8.03 ui/ml - on 6 batches including the lot mentioned by the customer. All values are within specifications, customer¿s lot is in the trend of the other lots. Test on internal samples the complaints laboratory then tested 3 internal samples targeted at = 0.11 iu/ml and 6,06 ¿iu/ml and 2.77 iu/ml on retain kit vidas tsh lot 1008935840. The results obtained are within the acceptable ranges. No evolution over time of the kit was observed. Other information for sample with concentration at 3.95 ¿iu/ml, internal data showed that in the case of a missed spr or sample portion, the results obtained were 0 rfv / <0.05 iu/ml or -4rfv / <0.05 ¿iu/ml. This information could explain the result obtained by the customer on 19 july 2021. Analysis of french quality control supplier sample (probioqual). The investigation unit laboratory subscribed to the campaign of the pbq supplier for vidas tsh assay. 2 samples (22md01 and 22md02) were tested on retain kit vidas tsh lot 1008935840. 22md01 = 23 rfv / 0.11 ui/ml range [0.070-0.128] ui/m 22md02 =1947 rfv / 12.57 ui/ml range [10.575-14.325] ui/ml the results of the 2 external quality control samples were within the expected range results on the same samples with other methods: abbott (architect / alinity) : 22md01 : target 0.122 ui/ml range [0.088-0.156] ui/ml 22md02 : target 8.652 ¿ui/ml range [7.449-9.855] ¿ui/ml beckman 22md01 : target 0.112 ui/ml range [0.081-0.143] ui/ml 22md02 : target 10.091 ui/ml range [8.688-11.494] ui/ml roche 22md01 : target 0.160 ui/ml range [0.116-0.204] ui/ml 22md02 : target 11.050 ui/ml range [9.514-12.586] ui/ml the comparison of vidas results with other method does not explain the difference of results observed by the customer (vidas tsh = 7.16 uiu/ml and other method 3.14/ 3.05). Conclusion. According to all information above, no anomaly was highlighted with the control chart analysis, the analysis of quality data and the tests performed on our internal quality control materials on the retain kit vidas tsh lot 1008935840. The complaints laboratory did not reproduce the customer¿s anomaly. As a reminder of the package insert, in the chapter ¿limitations of the method¿: "interference may be encountered with certain sera containing antibodies directed against reagent components. The results of a tsh assay must be interpreted as part of a complete clinical profile. In case of discrepancy, this assessment must be completed by thyroid hormone measurement.". Regarding specimen stability: samples can be stored at 2-8°c in stoppered tubes for up to 48 hours; if longer storage is required, freeze the sera or plasma at - 25 ± 6°c for up to 2 months, and avoid successive freezing and thawing. According to all the data above , vidas tsh lot 1008935840 is within the expected performance.